Manufacturer narrative:
Evaluation summary: preliminary analysis confirmed no ventricular sensing. Upon further analysis, the cause was determined to be an open circuit due to a lifted bandpass filter capacitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, there was loss of sensing and capture, despite multiple reconnections and measurements. The device was not used and another device was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.